Manufacturer narrative:
Conclusion: aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; it was possible that positioning difficulties may have led to this event, but a conclusive cause could not be determined from the limited information available. The valve was withdrawn to ascending aorta and the regurgitation was resolved through implant of a second valve (valve in valve). The incorrect valve serial number was sent with the initial medwatch, please see serial # for updated valve information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical valve, the valve was implanted high resulting in severe central leak. The valve was withdrawn to the ascending aorta with a snare. A second valve was implanted valve-in-valve. A balloon aortic valvuloplasty (bav) was performed resolving the aortic regurgitation. No other adverse patient effects were reported.